Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates therapy was ineffective.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-13513, 1627487-2019-13521, 1627487-2019-13515 & 1627487-2019-13516. It was reported the patient's drg system will be explanted. The exact explant date and reason is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the system was explanted due to the ipg inoperable.